Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had pain around the device and that the patient believed that they had a possible allergic reaction to the device. The patient insisted that he device be removed. The device was removed and not replaced, the leads remained implanted but not active. No further patient complications have been reported as a result of this event.